Event description:
It was reported that a patient experienced a dental implant loss. Peek clamping spring fractured (visible on the attached pictures). The new peek tips of the new implant driver ev provide a significantly better picking-up and carrying capacity when compared to the legacy implant driver. These tips require careful handling to maintain this functionality. During surgery, excessive bending/tilting of the driver needs to be avoided.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. Peek clamping spring fractured (visible on the attached pictures). The new peek tips of the new implant driver ev provide a significantly better picking-up and carrying capacity when compared to the legacy implant driver. These tips require careful handling to maintain this functionality. During surgery, excessive bending/tilting of the driver needs to be avoided. Special care is also required during cleaning and sterilization.

Manufacturer narrative:
This follow up report is to correct this event to a non-reportable. This report was submitted in error. Please disregard the initial report.